Manufacturer narrative:
(B)(4). The lot number 13d022 was manufactured between april 3, 2013 and april 5, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The additional condition of a ruptured reservoir was noted and an evaluation was performed per product specifications. The ruptured reservoir was microscopically analyzed and markings on the interior surface of the reservoir were observed near the rupture line. The reported condition was confirmed, though no cause could be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted. The affected device was received for evaluation for an unrelated defect under (B)(4).

Event description:
During the evaluation of a device for an unrelated condition, an additional defect was noted. According to the evaluation, the infusor elastomeric device was observed with a ruptured reservoir. It was reported that this condition occured prior to patient use, consequently, there was no patient involved in this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.